Event description:
It was reported that stent damage post deployment occurred. The patient presented with angina. The 90% stenosed target lesion was located in the non-calcified and tortuous saphenous vein grafts (svg) to right posterior descending artery (rpda). Following pre-dilatation, a 4.00 x 48mm synergy xd drug-eluting stent was advanced but could not pass as far as the physician desired. The stent was deployed and advancement of the balloon was attempted, however, the guidewire came out. It was noticed that the proximal stent had accordioned. The nurse suspected that the wire was behind stent struts and the balloon inflated through the stent cell deforming the proximal end of the stent. The physician placed a guide, guidewire, and guide extension catheter back into the ostium. Dilatation was performed and a second stent was deployed distally to complete the procedure. There were no patient complications nor injuries reported.